Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. The subject device (model injectomat mc agilia d, serial number (B)(6)) was sent back to our laboratory for analysis. Upon reception, the subject part was submitted to 3 tests: keyboard check, linearity verification and infusions supervision in order to confirm the reported defect. The keyboard test and the linearity check are compliant. The infusion supervision test was performed at 2 flow rates and the result is conform: no dysfunction, no unexpected press on any key. Moreover, an internal check has been performed: pollution/oxidation is visible on 4 keys and could had done a random dysfunction of these keys. The reported events could not be reproduced but they are confirmed. Based on available information, the root cause of the reported event was a damaged keyboard linked probably to infiltration. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "sudden rapid continuous alarm, bolus delivery appears on display; alarm suppression does not work, device switches to bolus delivery and empties the last 10 ml into patient independently, no interruption possible." Reporting due to the referenced issue (potential overdose); no serious injuries were reported. More information is needed to complete the investigation.